Event description:
A malfunction alarm with code malf 12 was reported. The customer's blood glucose level did not exceed 500 mg/dl and was within the normal range. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared.